Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Additionally, the pump software did not accurately adjust the amount of insulin delivered and also allegedly delivered a bolus without user input. Reportedly, the customer reverted to an alternate method of insulin therapy.